Manufacturer narrative:
At analysis it was noted that the programmer was booting in 45 seconds. The parsing file was checked for any sluggish performance but none was found. It was additionally noted that the cord door latch tabs were broken and that the hard drive health was at 99% with one allocation error and therefore the hard drive was replaced as a preventive measure. However, as it failed when the hard drive was reimaged the micro processing unit was replaced. The hard drive was then reimaged and the software reloaded. The keyboard was pulling apart at the right hinge pin and the keyboard was replaced. The programmer then passed all console and systems tests.

Event description:
It was reported that the programmer boots up and downloads very slowly and additionally it freezes up. The programmer has been returned for service. No patient complications have been reported as a result of this event.